Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been hospitalized for diabetic ketoacidosis. The contact was concerned that the pump was not working properly as the customer's blood glucose level was not responding to the boluses that were delivered via the pump. The contact did not have any additional information. Although multiple attempts were made to contact the customer, no additional information was provided.